Event description:
It was reported that sac-00820-1a arterial catheters are providing diastolic readings that are significantly lower than manual blood pressure readings in the micu. The same issue has been observed with ra-04020 catheters. This has resulted in the up titration of vasopressors in some cases. This was either resolved by non-invasive blood pressure monitoring, leading to rapid titration down or discontinuation of vasopressors. The facility transitioned to using only short arterial tubing instead of a mix of long and short tubing. They have used ultrasound guidance to move up the arm and use the 8cm 20ga sac catheter. The associated emdr report numbers are 9680794-2025-00105, 9680794-2025-00106, 9680794-2025-00132 and 9680794-2025-00131.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. A potential finding was identified; however, as no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that sac-00820-1a arterial catheters are providing diastolic readings that are significantly lower than manual blood pressure readings in the micu. The same issue has been observed with ra-04020 catheters. This has resulted in the up titration of v asopressors in some cases. This was either resolved by non-invasive blood pressure monitoring, leading to rapid titration down or discontinuation of vasopressors. The facility transitioned to using only short arterial tubing instead of a mix of long and short tubing. They have used ultrasound guidance to move up the arm and use the 8cm 20ga sac catheter. The associated emdr report numbers are 9680794-2025-00105, 9680794-2025-00106, 9680794-2025-00132 and 9680794-2025-00131.